Event description:
It was reported that, "the patient underwent left hip replacement surgery in 2007. It was further reported that the trident cup and liner was revised the next day."

Manufacturer narrative:
Device not returned. No evaluation will be performed. If device becomes available, a supplemental report will be issued.